Event description:
It was reported to philips that the user observed a cable failure while the device was on a patient. It was reported to philips that the alleged failure was observed while the device was in use. However no adverse patient impact was reported by the customer.